Event description:
It was observed that during the device evaluation, the resection sheath exhibited a broken ceramic head. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the event was caused by a component failure of ceramic head (insulation beak). There is no indication that the cause is traced to manufacturing, should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.